Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported capsular contracture baker grade unknown. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ stress marks observed. ¿ white particles observed on the surface of the shell.

Event description:
Physician reported left side rupture, capsular contracture unknown baker grade. The device has been explanted.